Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The console was not completely pushed into the cart. The fse reseated the console which resolved the issue of the batteries not charging. The unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging.